Event description:
The dealer stated the pilot valves were replaced when concentrators showed a 1 red and 2 green alarm and shut down. The dealer stated sieve beds were "blown" with white dust filling lower tubes. The dealer stated power switches failed to enable alarm horns. The dealer did not provide patient details or product usage details. No injury or property damage was reported.